Event description:
The device was removed from the package and assembled; the dilator was inserted into the sheath. The physician removed the arterial access sheath over a guidewire. The angio-seal device was inserted into the artery over the existing guidewire as per standard operating procedure. The physician prepared the device to be deployed and noticed that the suture material was missing from the device. He abandoned the deployment, removed the device and applied manual pressure to the groin to obtain hemostasis. Hemostasis was successfully obtained with no sign of hematoma. The manufacturer was notified.manufacturer response for angio-seal, manufacturer representative came on site and re-inserviced staff and physicians on proper use and handling.